Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break in the extension set tubing was confirmed, and it appeared that the damage was associated with use of the device. Three 20g x 0.75¿ powerloc max infusion sets were returned for investigation. Evidence of use was observed on the samples. Each infusion set was received with a non-vad injection cap attached to the luer adaptor. Tape residue was observed on each extension set tubing. The clamp had been closed over the extension set tubing. A breach was observed in the extension set tubing just distal to each luer adaptor. One infusion set exhibited a complete break in the extension set tubing. The adjoining surfaces of the breached tubing were rough and granular. What resembled beach marks were observed on the adjoining surfaces of the breach. The tears were located at the distal end of the adhesive fillet. The length of the adhesive fillet was within specification. Due to the evidence of use, it was determined that the tear developed over time. It is possible that tensile and/or torsional stresses caused the tear to develop during use. This can occur with patient movement, manipulation of the luer adaptor, or inadvertent pulling on the extension set. A lot history review (lhr) of asczs0157 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asczs0157) have been reported from the same facility.

Event description:
It was reported that three powerloc needles were cracked. No other information was provided. This report addresses the second needle.